Event description:
Triple lumen hd (hemodialysis) catheter placed would not advance over guide wire provided with kit. Second kit found to have same issue, unable to advance wire freely past tip of catheter. Appears to have manufacture issue with catheter or guide wire provided in kit. Reference report mw5168646.